Manufacturer narrative:
The log review indicated a failure in ECG monitoring associated with rapid changes of the cable. This suggests that the gasket of the multi-function cable (mfc) may be either absent or compromised, or that the mfc is intermittently functional. Such issues can lead to oscillation between the mfc pins and the device receptacle, resulting in fretting, which we noted during our assessment. The mfc from the customer was not returned, preventing visual inspection or functional testing. We conducted bench testing and ECG stress tests on the equipment returned from the customer, but we did not replicate the customer's reported issue or any device malfunction. Considering the nature of the ECG failure, the rapid changes in defibrillator cable ID, and the successful completion of all tests, we replaced the mfc receptacle as a precautionary measure. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.